Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025 into the abdomen. According to the patient, on (B)(6) 2025, the patient experienced going nearly unconscious, the cgm was reading 60 mg/dl and the blood glucose reading was 20 mg/dl. The patient was treated by the family with 2 glasses of juice and recovered after treatment. It was confirmed that the third-party treatment from the family member was critical in order to prevent the symptoms from deteriorating. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional event or patient information is available.